Manufacturer narrative:
12/30/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lavh procedure. Reportedly, the instrument was difficult to open. The hospital has reported no pt injury occurred.